Event description:
A 25g butterfly for a contrast injection was utilized. Begin to inject the contrast when there was a hole noted in the tubing and contrast starting coming out. The lot # is 5135516, exp. Is 06/2017, ref# is 367323; 2.7 fr.